Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power error. The customer¿s blood glucose level was 327 mg/dl. The customer also stated that they did not received a low battery alert prior to off no power alert. Customer reported that it was second time occurrence of off no power error. The insulin pump will not be returned for analysis.